Manufacturer narrative:
The unit was received with a blank display due to a moisture-damaged electronic assembly. No fading sound or watchdog anomaly was noted. The following physical damage was found: minor scratches on the lcd window, cracked casing near the display window corners, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that their insulin pump was submerged in water; she jumped into the pool without taking off the insulin pump. The patient's blood glucose at the time of incident was 140 mg/dl. Troubleshooting was initiated for the exposure to moisture and the customer confirmed that there was fluid under the lcd display. The device began to alarm and the customer changed the battery; then device then began to make a fading sound and the insulin pump was trying to come back to life. There was no other damage or issue with the insulin pump. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.